Event description:
Philips allure fd 20 cardiac cath lab at hospital. The c-arm started to move on its own with no one at the controls, patient was on the table. The patient was not injured nor staff in the room; however, there is potential for injury. The movement was from lao to rao. Fluoro was not available after this movement and the device had to be turned off and reboot was necessary, thus resulting in a 5 minute delay in the case. The incident was reported to the biomed department who in turn contacted philips medical. Biomed was on site, the rest of the case was completed without incident.